Event description:
It is reported that numerous attempts were made to insert and thread the 45mm drop down stem into the mis tibial component. The drop down stem would only engage with the first 2 threads of the tibial component. A second #3 tibial component was opened and the same 45mm drop down stem was inserted and fully threaded into place.

Manufacturer narrative:
This report will be amended when our investigation is complete.